Event description:
It was reported that the customer an experienced elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Due to the elevated bg, the customer began vomiting and was "having difficulties breathing". Customer required assistance with a manual injection to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.